Event description:
The resident was reported to be transferred with the assistance of 2 caregivers, using a maaxi move passive floor lift and an arjo sling, model number maa4000m. During the initial transfer phase, the resident began to move his upper extremities and the left clip became detached. As a result of the incident, the resident fell from the device and sustained a fracture of his left shoulder.